Event description:
It was reported that the event involved a male pt while in the angiography room during insertion. The md attempted to insert the intra-aortic balloon (iab) through the teflon sheath via femoral artery unsuccessfully due to a tortuous vessel. After the md attempted a few times through the teflon sheath, the iab unwrapped. As a result, the iab was not used. The user removed the spring wire guide and left the sheath in place and inserted a competitor¿s iab successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.